Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res did not make any machine repairs. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the patient incident was not able to confirm a device issue which would have resulted in the adverse event. Therefore, the complaint has been deemed unconfirmed.

Event description:
A hemodialysis (hd) patient was undergoing a regularly scheduled hd treatment when the fresenius 2008k2 hd machine alarmed for blood leak approximately 40 minutes after the treatment started. Blood test strips were used and positively confirmed the presence of blood. The patient¿s treatment was interrupted and the user facility staff replaced the dialyzer with a new one; however, the bloodlines were not replaced at this time. The patient¿s treatment was restarted, however, approximately 45 later, the machine alarmed again for blood leak. Blood test strips were again used and positively confirmed the presence of blood. In addition, blood was visibly seen in the dialysate. The patient¿s blood pressure (b/p) was 105/69. About 50 minutes later, the patient was found unresponsive. The patient was disconnected from the hd machine and cardiopulmonary resuscitation (CPR) was initiated and automated external defibrillator (AED) was applied to the patient. It was reported by the user facility nurse that the patient did not experience any blood loss. Emergency medical services (ems) transported the patient to the hospital but the patient subsequently expired. It was stated that the patient went into cardiac arrest prior to passing away but this could not be verified. It was reported that the 2008k2 hd machine in use at the time of the treatment did alarm for blood leak for both reported dialyzer leaks. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res found that the ultrafiltration (uf) pump volume was out of specification at 23.7 of 24 strokes. However, the res did not make any repairs on the machine and there was no reported issue with the blood leak alarm. It is unknown if the machine has been returned to service at the user facility. No machine malfunction was alleged regarding the complaint event.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's hemodialysis treatment and the patient passing away. As a death certificate could not be obtained, limited information was available for review. With limited information, the causality of the reported incident could not be determined. Although there is no documentation to indicate a possible causal relationship between the hemodialysis machine and the patient passing away, a temporal association still remains. Should additional new information be made available, this clinical investigation will be reevaluated.